Event description:
(B)(6) 2014 ¿ (B)(6).  No injury alleged.  Malfunction alleged. Tbm stated that the back is ripped along the stitching. MDR filed. Additional reportable malfunctions for this device; back uph ripped at seams.